Event description:
Caller reported compact plus system blood glucose results, all mg/dl: meter 1: 38, 34 meter 2: 28, 28 meter 3: 158, 189 caller reported a comparison from a different day: meter 1: 164 meter 2: 26 caller reported a third separate comparison: meter 3: 30, 27, and 152 all 3 readings were done within a few minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is compact plus system 1, medwatch with identifier (B)(6) is compact plus system 3, medwatch with identifier (B)(6) is compact plus system 2.